Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple alerts were observed through remote transmission for high, out of range high voltage lead impedance. Further testing on the lead was recommended. The asymptomatic patient was stable.

Event description:
Additional information received indicated that the rv lead was revised and replaced on (B)(6) 2016. The patient was doing fine.